Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. Several attempts have been made by endologix to obtain additional information for this reported event. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a afx device. It was reported the patient had a ruptured aneurysm from a type 3b endoleak. The rupture was repaired by an outside physician. The final patient status is unknown.